Manufacturer narrative:
Follow-up # 1 (01/27/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying the apply sample message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests seven times a day and manages his diabetes with novolin 70/30 (based on various factors: how he's "feeling", his "food intake", and his blood glucose reading) and novolog regular (will only take when his blood glucose is elevated or prior to consuming a big meal. The patient confirmed that the alleged issue occurred in the morning on (B)(6), 2011 (time unknown). The patient did not test with another/ secondary device after the alleged issue began. Since he had already consumed some food (breakfast) and administered his novolin insulin (dosage unknown) the patient indicated he did not take any action in regards to his diabetes management after the alleged meter issue occurred. At an unknown time that morning, the patient corrected and clarified he was found unresponsive on the street and the emergency medical services (ems) was contacted. The patient confirmed he obtained a blood glucose result of "20mg/dl" with the ems' meter, he was soon after administered a glucagon injection by the health care professional (hcp) as treatment, and was then transported to the emergency room (ER). During the patient's time in the ER the patient indicated his blood glucose was tested with the ER's meter (reading unknown). The patient indicated he was not administered any additional medical intervention while in the ER. The patient was released two hours later from the ER. During troubleshooting, the csr confirmed the patient was using the proper testing technique and the test strip completely drew in the sample. The alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved in this complaint have been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. The 510(k) # is k053529.